Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site went on site and replaced the defective monopolar foot pedal due to physical damage. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the surgeon was not able to fire the bovie pen with the external monopolar pedal, in order to coagulate vessels while in the closing phase. The customer was able to complete the case despite of the issue. The customer noticed that the cable of the external monopolar pedal was damaged. Intuitive surgical, inc. (Isi) technical service engineer (tse) explained that the customer could use a third-party generator for the laparoscopic initial phase and proceed with the system normally. The isi tse also advised if there be an issue with the monopolar during the case, the customer would need to disconnect the monopolar external pedal from the integrated electrosurgical unit to proceed. The procedure was completed as planned with no reported injury. Isi followed up with the customer to confirm that the issue occurred towards the end of the surgical procedure. Another generator with another pedal was used to replace the erbe, and this other generator was also used on the next day, the time to receive a new pedal.